Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving lioresal (500 mcg/ml at 100 mcg/day) via an implantable infusion pump. It was reported that the patient heard her pump alarming but didn't think it was due for a refill yet. The pump was interrogated and it was seen that it had 13.9 ml of lioresal still in it, which indicated it wasn't a low reservoir alarm. The patient then reported she had a vagus nerve stimulator (vns) implanted on (B)(6) 2018 and she wears a magnet on her right wrist that goes with the implant. The pump had been implanted on (B)(6) 2018 and the first stall was on (B)(6) 2018, three days after the vns was implanted. It had stalled several times since (B)(6) 2018 but never more than once in a day. Each stall had recovered. The managing health care professional (hcp) was notified of the stalls and no interventions were planned at the time of the report as the patient had not had any symptoms related to the stalls. The issue was not resolved. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.